Event description:
Following a catheterization procedure, an angio-seal device was placed in a pt's right groin with hemostasis successfully achieved. The venous sheath was still in place at the time of device deployment. Approximately 1.5 hours later the pt's pulses were noted to be absent. A doppler was performed and a vascular consult obtained. The pt was placed on a heparin drip, and was later taken to surgery where an embolectomy was performed. As of 10/13/1998 there has been no further reports to the MFR of complication or pt sequelae.